Manufacturer narrative:
Additional information received:it was reported the patient returned for follow up approx. 6 months post index procedure where a type ia endoleak was observed from the central side in vnmf3731c173tj and the aneurysm diameter had expanded. It was additionally reported the index procedure was for the treatment of a type b dissection where vnmc2828c90tj was placed in the periphery, and vnmf3731c173tj was implanted in the center per the physician the event was due to under sizing. The physician commented that though the ¿37mm device, which was the minimum oversized, was used for a neck of about ¿36mm due to dissociation, as a result, it was not oversized enough. The patient will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received; it was confirmed it was the stent graft (B)(6) that occluded the lcca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v nmf3731c173tj, serial/lot #: (B)(4), ubd: 27-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in a patient for the endovascular treatment of a 55mm thoracic aneurysm . It was reported that during the index procedure, the keystone device was implanted from a position that slightly covers the left common carotid artery (lcca). No leak was found on the final angiography. There was no delay to lcca, but it was thought to be half occluded. A non-medtronic bare stent was implanted in the lcca to secure the blood flow. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.